Manufacturer narrative:
Investigation results no product received. Without a product and due to the lack of information no investigation is possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based on the provided information and without a product for investigation, a clear conclusion cannot be drawn. Furthermore a review of the device history records must remain incomplete due to missing information. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none". After receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a microspeed uni power control unit (part # gd670) was used during an intracranial aneurysm clipping under general anesthesia performed on (B)(6) 2021. According to the complainant, while attempting to perform the craniotomy, the power handle had no output, and then the main engine alarmed. Additional handles were used, but experienced the same issue and system fault. The motor was replaced, and then the procedure was able to be continued normally. The complaint device was not available to be returned to the manufacturer for evaluation. A permanent impairment was reported, however, no further details were provided. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).